Event description:
It was reported that the product packaging was damaged. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was not returned for evaluation. Based on the information provided, it can be assumed that the product packaging was damaged. This product may have been damaged during transit.